Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date : not applicable as this is not an implantable device. Section d6b: explant date : not applicable as this is not an implantable device. Section e1: initial reporter first & last name: information unknown/not provided. Section e1: telephone number: unknown, information not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was cartridge tip cracked when the intraocular lens was implanted to the patient's eye. There was no delay in treatment or other interventions performed. No further information was provided.